Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed; the tasp exhibits signs of repeated use as well as fracture of the post feature. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was fractured during the surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.